Manufacturer narrative:
Complaint of particulate matter on cstd chemolock cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved an unspecified cstd chemolock. It was reported that a black particle was observed after reconstitution of the lyophilized product. Upon investigation by the reporter, it was identified that these particulates are attributed to rubber stopper because the product used to pierce the stopper was chemolock. There was no reported patient involvement.